Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and kidney disease/toxicity. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 12/28/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and kidney disease/toxicity. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.

Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and kidney disease/toxicity. Medical intervention was not specified. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, there were four error codes found. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit passed the final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code and conclusion code has been updated.